Event description:
The patient reported a ¿pulsing like a heartbeat¿ in their stomach. They stated they had experienced the sensation before and it had been resolved by a change in settings. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470-52 lead, implanted: (B)(6) 2009; 694958 lead, implanted: (B)(6) 2005; 4469 lead, implanted: (B)(6) 2005. (B)(4).